Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician believed that there was a current getting out from the device causing the pain. Database analysis revealed no anomalies. The patient will undergo a revision to change the ipg and the splitter.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30 serial/lot #: (B)(4), description: 30 cm splitter kit.

Manufacturer narrative:
Additional information was received that the patient¿s lead was also showing high impedances. The patient underwent a revision wherein the whole system was replaced. The patient was doing well following the procedure. Additional suspect medical device component involved in the event: model #:sc-2316-50, serial #: (B)(4), description:infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient will not have the revision due to non device related issues.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician believed that there was a current getting out from the device causing the pain. Database analysis revealed no anomalies. The patient will undergo a revision to change the ipg and the splitter.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician believed that there was a current getting out from the device causing the pain. Database analysis revealed no anomalies. The patient will undergo a revision to change the ipg and the splitter.